Manufacturer narrative:
No details were provided regarding the evaluation of the device. The customer was ordered a replacement grid; however, it could not be confirmed if the customer replaced the part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.

Event description:
It was reported that the filter grid was missing. It is unknown if the device was in use when the issue was discovered. However, no patient or user harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone #: (B)(6).